Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the pilot balloon of the device did not perform the proper sealing and had a leakage. The patient had a replacement of the tube with no harm.